Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Customer¿s blood glucose level was over 500 mg/dl. Customer received assistance from the hospital staff by administering insulin to address bg level. Reportedly, customer loaded a new cartridge to resolve the issue.